Event description:
My mother had pneumonia and broke her leg in early january. She was in the emergency room and then was later sent to a long term care facility. Eventually, she was transferred to a larger hospital and surgery was done on the leg with a tibia pin replacement and knee placement. Immediately the next day she was septic and stayed in ICU for about 10 days and then back to the long term care where she became septic again but the worse she contacted serratia on the implants and they cannot kill it. She is very ill, may lose her leg or die at this point and after two months in hospitals. We don't know how she contracted all this, but are told by two hospitals it was at the long term care hospital. We are seeing where various products are being recalled, so perhaps something else. We were told the peg in her neck was not properly flushed.